Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon inserted a 13.2mm vicmo13.2 implantable collamer lens, -10.50 diopter, in the patient's right eye on (B)(6) 2016. The lens was explanted on the same day due to excessive vaulting. The lens was exchanged for a shorter lens and the problem was resolved.

Manufacturer narrative:
Product evaluation found that the lens was returned dry in the lens container, but there was clear surgical residue/debris on product. Visual inspection found haptic broken. (B)(4).